Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: h10 (device evaluation results). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. During the inspection, olympus could not confirm the customer¿s complaint. In addition, the following non-reportable malfunctions were found during the device evaluation: the leakage test failed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image quality was temporarily poor because it failed the leak test. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head experienced an image problem, the image was poor. The issue was found during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an image problem and physical/chemical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.